Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No product or photo was returned by the customer. The customer complaint of kinks in the tubing could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 20055799 was performed. The search showed that a total of 34,563 units in 1 lot number was built on (B)(6) 2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d 3ss cv tubing was kinked. The following information was provided by the initial reporter: material no.: 2426-0007, batch no.: 20055799. It was reported facility has had issues with tubing "kinking".